Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of product shipment record found no problem on the device. Based on the results of the investigation, it was assumed that the image was not displayed due to the damage of the cable and the video communication could not be transmitted to the processor. The damage to the cable was assumed to be due to the handling of the user. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device has no image being displayed during the procedure due to a faulty contact in the cable. The procedure was completed with other equipment with no injury or harm to the patient. No user injury was reported. The reported issue occurred during an unspecified procedure.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus france service repair site. Device evaluation confirmed the customer phenomenon. The subject device was inspected. A full technical evaluation was completed in accordance with the ome (original manufacturer equipment ) specifications. The camera head was tested: no image was shown when connecting the device to the video processor due to the faulty cable. The cable break has probably caused the image problem reported. It was assumed that it could be a customer mishandling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.